Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. It was reported that the customer had changed all infusion set system due to air bubbles. The troubleshooting was performed and reported that there were small air bubbles. Customer stated that the after the plunger push air bubbles were not removed. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.